Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "high" on continuous glucose monitor due to needing settings adjustments. Elevated bg was addressed by a correction bolus via pump. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.